Event description:
It was reported that, when an asymptomatic patient presented in operating room for normal device change out due to eri, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasion were noted at 10.7-12.8cm from the distal tip. The etfe coating was intact at this location.